Event description:
The customer reported that the battery on this unit failed to stay inserted. The unit could fail to power up on battery power.

Manufacturer narrative:
The customer reported that the battery on this unit failed to stay inserted. The unit could fail to power up on battery power. A philips investigator spoke with the customer who reported that she resolved the issue by realigning the battery pca. We will consider this failure a misalignment of the battery pca that was resolved by realigning it properly.